Event description:
Surgeon reported experiencing a corneal burn in the operative eye at the start of a cataract extraction procedure. The pt required two sutures to close the wound. The pt was reported as recovering. The pt had a 3+ cataract and is on flomax.